Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the jaw on the hemopro cracked off in the tunnel. The pa located the piece and pulled it out with the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unknown. Internal complaint number - (B)(4).